Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, fold creases, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify, a crease smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side deflation. Device was explanted.